Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. The reported lot # [202018] was not found for the reported catalog # [mv042025-0006]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that when unscrewing the tip of the smartsite 20mm vented vad-multipack (25) spike from the syringe, the spike broke and exposed the worker to the anticancer drug carboplatin. The following information was provided by the initial reporter, translated from (B)(6) to english: "the preparer connected the bbraun 50ml luer lock syringe to the bd 20mm spike. He took his volume of anticancer but already at this stage, air was entering the syringe at the same time as the anticancer. When disconnecting the syringe from the spike, the end of the spike remained screwed on the syringe, while the other part of the spike remained in the vial. The preparer unscrewed the tip of the spike from the syringe so that the volume of anticancer agent could be injected into the bag via the two-way valve on the connector connected to the solvent bag. Consequences: no consequences for the patient because the handling took place under isolator. However, the preparator was exposed to the cancer drug because the spike was broken, which meant that the bottle was as good as open, with an increased risk of contamination for the environment. Actions taken: the preparer has kept the anticancer vial with the broken spike. A photo was also taken. Date of occurrence: 25 november." "The anticancer drug involved is carboplatin."

Manufacturer narrative:
Corrected information: d4: medical device lot #: 202018. D4: medical device expiration date: unknown. H4: device manufacture date: unknown. H6: investigation summary : one mv042025-0006 sample from lot 2020018 was received without packaging for investigation. The sample was received with one empty 60ml bottle of carboplatine attached to the vial access device (vad), there was residual fluid in the mv042025-0006 sample. A visual inspection of the returned sample confirmed the customer's experience, with the smartsite received separated from the vad. A closer inspection identified the presence of residual adhesive at the affected joint. The details of this feedback were shared with the legal manufacturer of the product, yukon medical llc, for investigation. A definitive root cause for observed separation could not be determined, however it is possible that it occurred as a result of an inconsistent or insufficient application of glue, coupled with the twisting force during engagement or disengagement of the smartsite. A review of the production records from lot 202018 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definite root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the mv042025-0006 product.

Event description:
It was reported that when unscrewing the tip of the smartsite 20mm vented vad-multipack (25) spike from the syringe, the spike broke and exposed the worker to the anticancer drug carboplatin. The following information was provided by the initial reporter, translated from french to english: "the preparer connected the bbraun 50ml luer lock syringe to the bd 20mm spike. He took his volume of anticancer but already at this stage, air was entering the syringe at the same time as the anticancer. When disconnecting the syringe from the spike, the end of the spike remained screwed on the syringe, while the other part of the spike remained in the vial. The preparer unscrewed the tip of the spike from the syringe so that the volume of anticancer agent could be injected into the bag via the two-way valve on the connector connected to the solvent bag. Consequences: no consequences for the patient because the handling took place under isolator. However, the preparator was exposed to the cancer drug because the spike was broken, which meant that the bottle was as good as open, with an increased risk of contamination for the environment. Actions taken: the preparer has kept the anticancer vial with the broken spike. A photo was also taken. Date of occurrence: (B)(6)." "The anticancer drug involved is carboplatin."